Event description:
Company representative reported the single use laser fiber broke off at the insertion end and started a small fire. Per the report , it was suspected that the laser fiber was too tight and broke at the insertion end , which when fired for the first time caused a small fire. The issue occurred during a therapeutic ureteroscopy stone removal procedure. The device (laser fiber) was replaced. The intended procedure was completed using a different laser fiber with the same laser system (laser unit). There was no patient harm or user injury reported due to the event. This event includes 4 reports . Report with patient identifier (B)(6)- tfl-pls laser system, serial number unknown. Report with patient identifier (B)(6)- laser fiber tfl-fbx200bs, lot number kr263450. Report with patient identifier (B)(6)- tfl-fbx200bs- lot number unknown. Report with patient identifier (B)(6)- tfl-pls laser system, serial number unknown. This report being submitted is for report with patient identifier (B)(6)- tfl-pls laser system, serial number unknown.

Manufacturer narrative:
In a follow up communication with the customer via service business center, it was confirmed that there was no harm to patient or staff. Per the report, a small candle size fire, moving laser fiber throughout the case and pulling on it most likely caused the fiber to crack near the laser unit. The device (laser system) was not returned for evaluation. Follow up is in progress to gather additional information regarding the event and the condition of the laser unit. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to d9. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the dust shutter did not move/close properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a fire will occur and is expected if the console is activated while connected to a broken fiber. However, a final root cause of this event was unable to be identified, as the customers complaint was not confirmed during the device evaluation of this device. The following is included in the instructions for use: ¿do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual).(p3)¿ olympus will continue to monitor field performance for this device.